Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that the insulin pump alarmed and the drive support cap was sticking out. The customer reported that the paramedics were called last (B)(6) due to her low blood glucose of over 40mg/dl. The customer stated that she has been experiencing low blood glucose for the past two weeks and she was blaming to apidra for the low episodes. The customer stated that the drive support cap appears to be normal. No further information was provided.